Event description:
Physician reported a pt who had been injected with radiesse dermal filler in the naso labial folds. The pt had developed redness, swelling, and cracked skin and a line of pustules along the side of the nose. The radiesse had not been injected along the nose. The physician prescribed cipro and after 2 days, the pt's symptoms were 90% resolved.

Manufacturer narrative:
No add'l info was provided by the physician regarding this pt, but the symptoms had resolved 90% after 2 days on cipro. In closing this complaint, the medical device report decision trees were reviewed, review of this event changed the decision since medical intervention was required in order to preclude permanent impairment. We regret the delay in the filing of this report.